Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer ordered a new pcba, power management board (B)(4). A getinge service territory manager (stm) later visited the event site to evaluate the iabp and found additional errors separate from what was initially reported: electrical test fails code #10 (shuttle atmospheric calibration) and #12 (non iso dsp sbit etf). The stm reseated all connections on the front end board and reseated the power management board. In addition, the stm replaced the batteries (B)(4). The iabp passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that while the customer was performing preventive maintenance they discovered fault codes . They also reported that the power indicator lights were not on and no power illumination while charging or for errors. There was no patient involvement or adverse event reported.